Manufacturer narrative:
The reported incident that 2.3 m variax hand lock y-plate,nar,7holes was alleged of issue s-12 (implant breakage after surgery) could be confirmed. Based on investigation, the root cause was attributed to a possible patient related issue. Unfortunately no further information had been made available in order to understand what caused the breakage. Investigation summary: one ¿ 2.3 m variax locking y-, narrow, 7 hole, sterile - broke postoperatively and was returned in order to determine the root cause of the failure. The sample was examined regarding its dimensions, chemical composition (edx analysis) and by light and scanning electron microscopy. The dimensions are in accordance with the specification. The chemical composition conforms to the specification of ti grade 2. The investigation shows that the plate broke in low cycle fatigue mode by exceeding the material strength after a few cycles under partially very high forces. The investigation with sem shows on the fractured surfaces the appearance of a low cycle fatigue rupture. The fracture surfaces reveal partially predominant proportions of forced rupture, material embrittlement and secondary cracks as well as swinging lines of a fatigue breakage to some extent. The root cause of the failure could have been one or repeated powerful dynamically overload of the fracture area of the plate. Indications for material or manufacturing related problems were not found in this investigation. Risk description 2830: the medical benefits outweighs the risk: the likelihood for postoperative implant plate failure (breakage) is not seen as a concern by the level of occurrence today. It is seen as happening so frequently compared to sold products. However, the main causes of breakage could also be traced on non-compliance/early weight bearing, delayed union/non-union, wrong device used, fatigue stress on metal or poor technique on implantation. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If any further information is provided, the investigation report will be updated.

Event description:
On (B)(6 )2016, variax hand surgery for an osteotomy was performed. After that, the breakage of the plate was found on (B)(6) 2016. A revision surgery is planned.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
On (B)(6) 2016, variax hand surgery for an osteotomy was performed. After that, the breakage of the plate was found on (B)(6) 2016. A revision surgery is planned.